Manufacturer narrative:
Additional information: h6: the quality investigation is complete. H6: health effect - impact code updated. Correction: h6: component code updated based on the investigation. D9: device not returned for evaluation.

Event description:
It was reported that during use in a procedure at the user facility, the smoke evac pencil turn on without being activated. The provider developed a hot spot/blister on their hand. It was further reported that no medical intervention was required, and the procedure was completed successfully without significant delay.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during use in a procedure at the user facility, the smoke evac pencil turn on without being activated. The provider developed a hot spot/blister on their hand. It was further reported that no medical intervention was required, and the procedure was completed successfully without significant delay.